Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault alarms. The customer reported the turbine differential and inspiratory pressure transducer failed calibration testing. The customer reported it is unknown whether or not there was any patient involvement associated with the event.

Manufacturer narrative:
As a resolution, replacement parts were ordered and sent to the customer. Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and confirmed the issue in the event logs but was unable to duplicate during testing. This indicates that the auto-zero solenoids can be slow to respond.